Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was cracked after the pump hit a hard object. Reportedly, the pump was no longer functional after the screen became cracked. The customer's blood glucose was in the 300-400 mg/dl range. Reportedly, the customer reverted to an alternate pump for insulin therapy.